Event description:
It was reported that iliac vein perforation occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. It was reported that when the faradrive sheath with versacross dilator was advanced into the patient the physician noted resistance. A contrast was injected and observed a perforated iliac vein. Due to this, the procedure was cancelled. A stent was placed, and the patient was observed overnight. The patient is expected to fully recover. The device is not expected to be returned as it has already been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.